Event description:
It was reported that pt's "wire" frayed or disconnected and he has not had any therapeutic benefit for a while. It was noted that he needed to have surgery to have the "wiring" replaced. Further info was requested.

Manufacturer narrative:
(B)(4).